Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 80 mg/dl at the time of the incident. Customer stated that air bubbles in reservoir and size of air bubble was very small and air bubbles occurred after unknown hours. The customer was instructed to disconnect at the quick release and prime until the air bubbles were no longer visible. The reservoir will not be returned for analysis.